Event description:
It was reported that during test run, prior to use in a cranial vault remodeling surgery, the motor device "would not run". The reporter further clarified that the "instrument failed to engage and was traded out for another". There was patient involvement, but it was reported that the device was not used on the patient. A spare identical device was available for use. There were no delays to the planned surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment revealed that the device did not run when power was applied. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be most likely from immersion while cleaning. If additional information should become available, a supplemental medwatch report will be submitted accordingly.